Event description:
A nurse reported that a pt, who is using an innovo insulin doser due to diabetes mellitus, experienced high blood glucose levels (600 mg) and was hospitalized. The pt stated it was impossible to inject more than 40 units because of a loose connection. Outcome has not been reported.